Event description:
Per ramona at office, she reported this as a "failure to integrate" at the time of the call on (B)(6) 2018. Upon receipt of the product on (B)(6) 2018, we noticed the implant was fractured. We made attempts to reached the doctor and on (B)(6) 2018, the doctor explained the details of the case for us. A year after placement, the gold ucls abutment came loose and the patient went in to get it tightened, it loosened up again this year so the patient returned to the office. The doctor went to remove the abutment and when he took it out, it was cracked. According to the office, the patient was and is fine. No serious injury reported.